Event description:
Customer states that the patient pulled on the venous extension of the catheter and it pulled completely off, while the rest of the catheter remained inside the pt. No sample available.